Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals that resulted in an atrial tachy response (atr) episode. It was also noted that there were noisy signals on the shock electrogram (egm). Technical services (ts) reviewed the reports and suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.